Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during clinic visit there was damage to the outer shell of the modular cable. Additionally, during the main controller self-test the test tone was subdued. The insulation of the controller's black power cable was damaged. The system confirmation arrow was dimly lit. The modular cable and controller were replaced with new ones.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported reduced audio tone from the system controller, a damaged black power cable and dim pump running symbol (leds) were confirmed via the video and the images provided for review. The root cause of the reported events could not be conclusively determined, as the system controller hsc-009457 was not returned for evaluation. Per account information, the system controller was replaced with a new one. However, the controller will not be returned for further analysis. Due to the controller being unavailable for analysis, the complaint file will not be closed without further action. Review of the device history record for the system controller, serial number hsc-009457, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.